Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-18345. It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right ventricular lead exhibited oversensing of noise leading to inappropriate anti tachycardia pacing. Additionally, the right ventricular and right atrial leads exhibited dislodgement due to twiddler's syndrome. The right ventricular lead was capped and replaced on (B)(6) 2021 and no intervention was performed on the right atrial lead. The patient was discharged with no adverse consequences.